Event description:
A distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is underway. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation, the electrode belt was unable to properly communicate with a monitor. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective electrode belt.